Event description:
The patient stated that the ins got replaced on 15-jun-2023, but the evening after the ins was replaced they could not feed themselves when they were at dinner due to their tremor. The patient mentioned that their essential tremor is task-specific and it gets violent. The patient's hcp checked the ins the next morning. During the appointment, the patient touched their head and suddenly they felt the ins turn on/off because they could feel the tingle. The patient's stated that their healthcare provider (hcp) told them there was "something going on with the lead" and there was a problem with impedance. The patient stated that the extension and implantable neurostimulator (ins) were replaced on (B)(6) 2023, at which time the implanter told the patient that the lead was "shorted," not the extension. The patient was then told that the lead would need to get replaced. The patient stated that they had an infection that resulted from the procedure on (B)(6) 2023, noting that they had to stay in the hospital for a week because the implanter "had to pull everything out." Once the patient was home, they had to be on antibiotics through a PICC line until 19-oct-2023. On 06-dec-2023, the patient stated that they had a brain bleed that resulted from the implantation of the lead. The patient added that the brain bleed affected their speech and thoughts. The patient stated that they were okay when they came out of the procedure on (B)(6) 2023, but 45 minutes to an hour later they couldn't hardly talk. The patient went to speech therapy and gained some of their speech back, but they kind of reached a plateau and still have a bit of difficultly talking at work and at home. The patient stated that the last procedure they had was on (B)(6)2023, which was when the extension was implanted. Patient reported in clinic that they are doing well, per appointment with hcp last week. The manufacturer representative (rep) stated that she has spoken with patient in the past about expectations of programming and longevity as those things have changed since patient had explant and replacement, 9/08/2023. The rep mentioned the explant in (B)(6) 2023 was due to infection.

Manufacturer narrative:
Continuation of d10: product ID 3708660 lot# serial# (B)(6); implanted: (B)(6) 2023; explanted: (B)(6) 2023. Product type extension product ID 37603 lot# serial# (B)(6); implanted:(B)(6) 2023 explanted: (B)(6) 2023. Product type implantable neurostimulator product ID b3400060 lot# serial# (B)(6); implanted: (B)(6) 2023; explanted: (B)(6) 2023. Product type extension product ID b3301542 lot# serial# (B)(6); implanted: (B)(6) 2023. Product type lead product ID 3387s-40 lot# serial# (B)(6); implanted: (B)(6) 2013; explanted: (B)(6) 2023; product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(6), ubd: 07-jul-2025, UDI#: (B)(4); product ID: b3400060, serial/lot #: (B)(6), ubd: 02-sep-2024, UDI#: (B)(4); product ID: b3301542, serial/lot #: (B)(6); ubd: 05-oct-2025, UDI#: (B)(4) ; product ID: 3387s-40, serial/lot #: (B)(6), ubd: 05-oct-2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.